Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported complaint. For clarification, the instrument was found to have damage to the conductor wire¿s insulation. The insulation exhibited thermal damage, however, the damage was not caused by arcing of the conductor wire on this specific instrument. The insulation material was lifted, however, no pieces were missing. The conductor wire was slightly exposed, however, no wires are physically damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to mishandling/misuse, commonly caused by collision with another energized instrument or sharp object. No image or video clip for the reported event was available for review. A review of the instrument log of the fenestrated bipolar forceps instrument (part # 471205-17 / lot # k10220516-0537) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk3874 for a cholecystectomy procedure. The alleged event occurred on the 4th use of the instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis found the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing that a fenestrated bipolar forceps instrument had a little frayed, loose cable. There was no report of a patient being involved with this complaint. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable damage was identified after reprocessing. Per the customer, reprocessing was performed properly and there was no damage observed during reprocessing. The most recent procedure in which the instrument was shown to be used had been completed without any incident reported to the robotics coordinator from the operating room staff.